Manufacturer narrative:
Fiber analysis: the fiber's glass caps was found to be detached; the metal cap showed signs of detritus and overheating. There was no indication or report of any part of the device remaining inside the pt. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. This issue may also result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical / procedural factors encountered during the procedure.

Event description:
It was reported that while using a side-firing surgical fiber during a prostate procedure, the fiber cap was damaged; the case was continued using a second fiber, which stopped working after 12 minutes of use. The surgeon completed the case by turp. There was no injury reported. This report is for the second fiber.